Manufacturer narrative:
The batch record for lot#7234038 was reviewed, no related abnormalities were found during the manufacturing process. A sample was provided for the purpose of aiding our quality engineer's investigation, bd engineers noted the presence of a transparent sold in the tubing of the returned device, and the tubing was bonded to the adaptor at an abnormal angle. The root cause for this abnormality is related to a failure in the automated rejection system of unqualified raw materials. In rare cases depending on properties in the tubing (such as rigidity) it is possible for rejection to become impeded, allowing the material to not be separated from the qualified material and to be included in the manufacture of devices. In response to bd engineers' findings the manufacturing zone responsible for automated inspection has been scheduled for optimization to mitigate the possibility of occurrence of this event. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii closed IV catheter system leaked at y connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked at y connection. No serious injury or medical intervention was reported.